Event description:
The account stated that the head of bed is drifting down. Their maintenance staff replaced the valve for head down and head up but the issue remains.

Manufacturer narrative:
The technician isolated the issue to the hydraulic manifold. He replaced the hydraulic manifold to repair the bed.